Event description:
The customer contacted baxter's technical service center regarding air in the patient line, which occurred on the homechoice (hc) during use during drain 3 of 6. The registered nurse (rn) stated that the home patient (hp) transfer set was not fully connected and there was air in the patient line. The rn stated that they had the hp disconnect over the phone. The rn wanted to know if the air in the line should be treated as a contamination situation. The rn stated that there was no audible alarm on the hc. The technical service representative (tsr) advised yes. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observed air. All bags were properly connected. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. It was unknown how the hp would complete therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's nurse on (B)(4) 2013 and she said she did not recognize the name of the patient. She said she was on call this weekend, but she never contacted baxter about any issues. No further information was provided.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. A 510(k) number will not be provided in the emdr, because the product code is unknown at this time.